Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for follow-up. Noise was also observed on stored emgs. Lead noise was reproduced with pocket manipulation. The patient has complete heart block and when oversensing noise occurred there was loss of appropriate pacing, and the patient experienced pre-syncope. The decision was made to cap the lead and was replaced on (B)(6) 2016. The patient was fine during and post-procedure.